Event description:
It was reported that when the resident was fully lowered into the commode chair and the sling was removed, the lift tilted. As a result, the spreader bar struck one of the caregivers. There were no serious injuries. Patient was uninjured. The device was inspected by an arjo employee and no fault was found that could have caused the tilt. During the investigation, it was determined that the lift was positioned diagonally when approaching the commode chair. The caregiver grabbed the patient in the sling to lower them onto the commode chair.

Manufacturer narrative:
UDI (B)(4). The device is distributed outside the us and no gudid information exists. The investigation is ongoing, when the conclusion is available, the final report will be submitted.

Manufacturer narrative:
The investigation is ongoing, when the conclusion is available, the final report will be submitted.

Manufacturer narrative:
The caregivers believed that the tilting was caused by the stiff spreader bar. In regards to allegation of stiff spreader bar, this component is a metal bar with two hooks attached to the lift and is not designed to be flexible or to bend when patient is grabbed and pulled in the sling. Therefore stiff spreader bar can be excluded as a reason for lift tilting. During the investigation, it was determined that the lift was positioned diagonally when approaching the commode chair and the caregiver grabbed the patient in the sling to lower them onto the commode chair. This may indicate that the patient might not have been placed directly above the chair (did not arrive at destination). Maxi 500 instructions for use (IFU) warns "never attempt to maneuver the lift by pulling on the mast, boom, actuator or patient. Doing so could cause incidents resulting in injuries" and informs that "once the patient has arrived at destination, reposition the patient according to the destination position". In case when a patient is not directly above the destination, the lift should be adjusted instead of the spreader bar. If the lift is positioned in a way, that a patient, mast, sling or other component needs to be pulled to arrive at destination, the point of gravity may change, leading to lift being unstable. Based on this assessment, it has been deemed that there was no product failure leading to device tilting, but the lift handle practice could contribute to the incident. The maxi 500 is compliant to iso 10535 standard, which specify the stability requirements for hoists for the transfer of person. After the incident, the customer's staff received training. In summary, there was no failure of arjo device leading to tilting of the device, therefore the device meets its specification. It played a role in the incident since was used with the patient. There was no serious injury. This incident has been deemed reportable due to allegation of lift tilting over during use.